Event description:
Boston scientific received information that this device was attempted for implant after the explant of a device for normal battery depletion. This device was hooked up successfully to the chronic right ventricular lead and implanted. However, during dft testing, a fault code was delivered for a shorted shock lead indicator during therapy delivery, similar to the previous attempted implant 6 years earlier with this chronic lead and a different device. Low shock impedance levels less than 20 ohms on the chronic lead were the root cause of the issue. A shock was still delivered which converted the patient, and the patient did not require external cardioversion. No damage or marks were noted on the pulse generator can. The lead was therefore surgically abandoned and the device was removed. A replacement lead was attempted, however could not be positioned, therefore all leads were abandoned with no pulse generator implanted. The physician will discuss further options with the patient at a later time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.